Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence, dysmenorrhea, and bleeding. On (B)(6) 2013, it was reported that she underwent a surgical procedure and mesh was removed due to mesh erosion. It was reported that she experienced pain.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: august 1, 2018 through september 31, 2018. Psr submission number: 2210968-2018-76760. Psr report identifier: (B)(4). All event details will now be captured via emdr report number 2210968-2022-04866.